Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. UDI: (B)(4).

Manufacturer narrative:
(B)(4). Additional 510(k) number is k101880. Device not returned to manufacturer.

Event description:
Doctor reports that he was going to use the implant (tsvtwb8) and when he opened the packaging there was only the cover screw and the stickers in there. There was no implant and no mount. Doctor had another implant to use. No harm to patient.